Event description:
The vial of monomer broke during shipment, and the contents leaked into the box. There was no patient involvement; therefore, no adverse effect to any patient.

Manufacturer narrative:
The results of the examination suggest that the event is attributed to improper handling of the product after leaving the mfg facility.